Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having a lot of problems). The patient said they finally found a doctor and they tried to put in 4 or 5 pessaries. The patient said they weren't feeling well. The patient said they had a rupture inside and they were "dry, very dry," and the patient was given medication. Patient said it felt like the pinching was getting "lower and lower" inside of them (in location) and they worried they did something wrong regarding how they set their device. The patient said they didn't have any falls or trauma prior to the issue with the pinching sensation. They had an issue that started about two months ago where they had felt this "pinching" all the way inside their vagina to the right. Patient said that they felt like something was sticking them and thought that it was the interstim device. Patient said they were having problems walking and it hurt. Pt said if they walked, they would get pinched harder. The patient said this was why they were trying to find the mdt rep. The patient said they went to the hospital where they had the interstim implanted and spoke to the nurse of the managing hcp. The patient said this was 3-4 days ago, and they hadn't heard anything back from the hcp. Ps reviewed information on the call and offered to assist the patient with turning stimulation down/off. Pt declined assistance. Pt said if they lowered stimulation, their stool was going to come out. Pt said their stool comes out, but not like it did before, but their issues weren't 100% resolved. Pt said they were still having to go to the bathroom because they were "spitting out blocks and blocks of round balls of stool," especially when they ate foods like bananas. Ps reviewed information about settings/therapy. Ps redirected patient to hcp. Pt also declined hcp listings.